Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 01feb2018 as follows: pt allegedly received an implant on (B)(6) 2005 via the right jugular vein as preoperative prophylaxis for prior pulmonary embolism and deep vein thrombosis. Pt is alleging device unable to be retrieved, continued need for anticoagulants. An attempted retrieval was performed on (B)(6) 2005.

Manufacturer narrative:
Additional information. Exemption number e lot. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). F10) device code: difficult to remove (1528)-not listed in the IFU. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e lot. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). F10) device code: difficult to remove (1528)-not listed in the IFU ly under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected data: b1, h1. Additional information: investigation -it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther tulip filter- unable to be retrieved, continued need for anticoagulants'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported continued need for anticoagulants is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The second follow up medwatch was incorrectly numbered as #3 thereby causing the subsequent medwatches to be misnumbered. Subsequently, this follow-up needs to be labeled as #2 in order to allow for submission. It is actually the fourth follow up. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/aorta/vena cava (vc) perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Lot number is unknown, catalog number is known, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received as follows: the patient received a cook gunther tulip inferior vena cava (ivc) filter on (B)(6) 2005 followed by an unsuccessful retrieval attempt on (B)(6) 2005. The patient alleges organ/vena cava perforation and tilt. The patient further alleges continued need for anticoagulants for an unretrievable filter. As reported, 5mm aortic perforation and 5mm vertebral body perforation by the filter strut through the ivc wall and into adjacent structures. Per a report from computed tomography (CT): "ivc filter with: - tilting with the apex against the wall - 3 mm mesenteric, 5 mm vertebra, and 5 mm aortic perforation - no stenosis, fracture or migration."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.